Event description:
Patients complaining to the doctor during procedures of feeling heat during procedures. The doctor did observe abnormal heat being generated from device. No patients were reported to have been affected by the abnormal heat from the device.